Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the night before he experienced a hypoglycemic episode. The customer woke up with a blood glucose level of 30 mg/dl. The customer did not receive any alerts. The customer also had software issues. The device was not returned.